Event description:
Customer reports 3 false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 1 of 3 false negative results. See case- (B)(4). For the additional false negative results. On (B)(6) 2022, customer received a negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge lot 22674a and sn (B)(4) ). Customer performed a binaxnow covid-19 antigen self-test on (B)(6) 2022 and received a positive result. Customer was symptomatic at the time of testing.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.